Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12280. It was reported the pt's ipg site is painful and sore to the touch and the pain radiates down to lower extremity. It was also reported the pain intensifies when the stimulation is turned on. The sjm representative interrogated the system and found impedances low on all but contacts 1 and 9, which were not being used.

Manufacturer narrative:
Correction/removal report number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.